Event description:
The complainant reported a placement signal not reliable alarm appeared on impella connect. Audio had been turned off. P7- flowing 3.8 l/min. A fellow confirmed the alarm via echocardiography. The pump was removed the same day but not related to the placement signal issue, rather a bridge to a left ventricular assist device. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: imc logs revealed that a placement signal not reliable alarm had occurred. Real time (rt) logs confirmed that immediately prior to the placement signal not reliable alarm, the optical bench reported an oscillating contrast value far outside the normal range of contrast. Device analysis: console (B)(6) was sent back to field service (fs) for further investigation. The issue could not be reproduced in the lab when running a known-good pump and purge system. A root cause has not been yet identified; however it is known that an oscillating contrast is the result of a hardware fault on the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.